Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a ndehp pe-lined plumset-sl that was reported to have air in the line. The line of one product was not dripping, and air entered the line several times after removing the air bubbles. There was no report of human harm.